Event description:
It was reported the patient's system was not functioning. Surgical intervention took place wherein the ipg was explanted and portion of the lead remains implanted (manufacturer report number 1627487-2026-01515).

Manufacturer narrative:
Date of event is estimated.